Event description:
Info received indicates the brake caster ratchets from side to side after the brake is applied.

Manufacturer narrative:
The technician replaced the worn brake caster to repair the bed.